Event description:
A boy had been hospitalized as a near drowning victim. His neurological status was severly compromised and he was intubated on a ventilator. His condition had been stabilized to a point, where he was taken off the ventilator and extubated. Within 24 hours, it was determined that the et tube should be inserted again. The physician inserted the laryngoscope and was visualizing the cords when he noticed a small sponge. The sponge was removed and reported to be a sponge from an oral swab. The child was then re-intubated without complication.

Manufacturer narrative:
The facility is not sure of the actual date, but believes it may have occurred during the last week in march. The incident involved a young male. This child was hospitalized due to near drowning. His neurological status was severely compromised as a result of this near drowning. The child had been intubated and on a ventilator. He was extubated for almost 24 hours, but needed to be intubated again. When the physician went to insert the et tube, he was visualizing the cords and found the sponge. The sponge was removed and thought to be the type found on the tip of an oral swab stick. They felt it was the entire sponge and not just a piece of it. They do not know how long it may have been there. The missing sponge was not identified by stay members after any particular oral care procedure. It was not known if an airway, et tube or bite lock was present in the oral cavity at the time the sponge was loose. The facility stated the sponge did not appear to be obstructing the oral airway and did not impact the childs respiratory status. The sponge is not available for inspection. There were no negative changes noted to the child's condition documented in relation to this incident. The et tube was re-inserted and the child eventually was discharged from the hospital with a trach tube in place. The facility stated the incident involving the discovery of the sponge or the events just prior did not contribute to the patient's outcome as the child's condition was the same as it was at the time of admission to the hospital.